Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and rupture of the implant with silicone adenopathy in the axillae confirmed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture and silicone migration: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture and silicone migration: observed broken device assessed as surgical impact opening (shell thickness within specification) a missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process as per the investigation procedure non-penetrating nick and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, a5, a6, b1, b5, d9, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade ii and rupture of the implant with silicone adenopathy in the axillae confirmed via ultrasound. Healthcare professional later reported rupture and capsular contracture baker grade iii. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported capsular contracture baker grade ii and rupture of the implant with silicone adenopathy in the axillae confirmed via ultrasound. This record is for left side. The device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, silicone migration.